Manufacturer narrative:
The patient was revised to address pain. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The search and/or review of device history records were not possible against the unknown product. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges pseudotumor and metal wear/metallosis. Added lawyer, law firm, account name, updated date of implant and product details. Corrected product details for the head. Doi: (B)(6) 2008. Dor: (B)(6) 2017. (Right hip).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 23, 2017: litigation received. Litigation alleges patient suffered from elevated concentrations of various metallic elements in her blood. It is unclear as to what exact doi is for the right hip however it most likely suggests (B)(6) 2008. Shall any information be received, this complaint will be updated. There are no medical records provided. Added the complainant information. Added stem for the alleged metal ions. This complaint was updated on: may 30, 2017.